Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by edwards clinical safety, approximately 9 years post implantation of a 23mm sapien xt valve, the patient underwent a valve-in-valve procedure due to stenosis. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation as it remains implanted. The complaint for valve stenosis was confirmed from the medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. While edwards durability testing of sapien xt meets and exceeds current iso standard and FDA guidance for bioprosthesis valve durability requirement, bioprosthetic valves are known to have a limited life span due to valve degeneration or deterioration over time. Valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is a potential adverse event associated with bioprosthesis heart valves as outlined in the IFU. With the known inherent risk, valves that are reported for degeneration post implantation over 5 years are considered natural deterioration of the valve and not a design or manufacturing deficiency. In this case, the device under investigation had been implanted for more than 5 years (implanted on (B)(6) 2012). There is no evidence of design and/or manufacturing deficiency contributing to the reported event. As reported, "approximately 9 years post implantation of a 23mm 9300tfx valve, the patient underwent a valve-in-valve procedure due to stenosis." Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Patient's medical record was reviewed. There was no indication of a definitive root cause for the reported event, however, it is likely that patient factors contributed to valve stenosis 9-years post-implantation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.